Manufacturer narrative:
The previous report has incorrectly mentioned event date. In this report the box b: event date is corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv advanced system one device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam particles. The device was scrapped by the service center after the evaluation was completed.